Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to possible infection. Additional information received that the device caused pocket infection in the left infraclavicular region. It was noted that inappropriate shock therapy was delivered for atrial arrhythmia. There were no additional adverse effects reported. The system was explanted. A new system was implanted on the right side of the patient.